Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult/unable to operate on lot # 8324846. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8324846. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1ml 29g 1/2 in bls 400 sg was difficult to operate. The following information was provided by the initial reporter: "device locked. Additional information: the customer reports that the event is the following: after remove the orange cap it was tried to operate the white lever, but it was stucked. The defect was noticed during the use. There was no report of damage, surgery or blood exposure. The drug that would be used was insulin."

Event description:
It was reported that syringe 1ml 29g 1/2 in bls 400 sg was difficult to operate. The following information was provided by the initial reporter: "device locked. Additional information: the customer reports that the event is the following: after remove the orange cap it was tried to operate the white lever, but it was stucked. The defect was noticed during the use. There was no report of damage, surgery or blood exposure. The drug that would be used was insuline."